Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006 and revision procedures on (B)(6) 2012 and(B)(6) bone and tissue, lack of mobility, leg length discrepancy, dysfunction, loss of range of motion, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 7 states "undesirable shortening of limb." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ the following sections could not be completed with the limited information provided. Date of event: (B)(6) 2012. Explant date: (B)(6) 2012 . This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03370 / 03371).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2006 and revision procedures on (B)(6) 2012 and (B)(6) 2012 due to patient allegations of pain, debilitation, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, leg length discrepancy, dysfunction, loss of range of motion, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2012 reports the patient was revised due to infection. Revision op report notes the presence of purulent material, granulation on the vastus lateris, and cavitation into the pubis. All components were removed and replaced with competitor cement spacers. Patient medical records also indicate a reimplantation procedure occurred on (B)(6) 2013 wherein the cement spacers were removed and competitor products were implanted. Review of invoice record does not show a procedure for this patient on or about (B)(6) 2012.